Event description:
It was reported that during a pneumonectomy procedure, malformed staples (all staples were open without forming). No further info is available. The staple line was overstitched by hand to complete the procedure. There were no adverse consequences for the pt. Additional info: during lobectomy, a central vessel was stapled. The stapler closed normally, but the staples remained unformed, partially they were found in the vessel not in the jaw of the instrument. The stapler was hard to open. The surgery was finished with sutures, pt is fine. Surgeon informed sales rep that he has no idea why the instrument failed and is certain that he did not change his handling.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.